Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary 2. Section d1/d2a/d2b - product material has been changed from unknown ngp to mmt-7040ma and updated brand name, product code and common device name 3. Section d3 -updated manufacturer name & location 4. Section d4 - updated model number, catalog number, lot number and primary UDI number 5. Section h11 - added verbiage for pr manufacturing site this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved products mmt-332a, mmt-1884l, mmt-7040ma, and mmt-243a. No product return is required for mmt-332a, mmt-1884l, mmt-7040ma, and mmt-243a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump went out in the middle of the night. Also, the customer reported the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 600 mg/dl, and the sensor glucose value was unknown at the time of the event. The customer reported hyperglycemia was treated with hospitalization. The event involved products mmt-332a, unk_ngp, unk_sensor, and unomedical. Troubleshooting was not performed for the sensor glucose vs. Blood glucose and high blood glucose. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a, unk_ngp, unk_sensor, and unomedical.